Event description:
It was initially reported that the patient was admitted to the emergency room with a suspected underdose which included the symptoms altered mental status and rhabdomyolysis. It was further reported that the patient was in an overdose situation and the hcp had turned the pump down. The patient was having renal failure, but the hcp did not believe that it was related to the baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.